Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt visited the clinic for his 3-month evaluation of his bilateral cochlear implants. The child had fallen back and hit his head the evening before the programming appointment, there was no redness, swelling, soreness noted over the implant site.